Event description:
It was reported the wand connection port is damaged. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported port damage; no anomalies were found. Analysis found the tab on power cord bay door was stressed, the stylus pen was missing, and the lower case handle was broken. (B)(4).